Event description:
The following has been reported: biomed reported: please see below for issue: plugged pump in power button will not illuminate won't charge pump is completely dead. Found during investigation: power processor reading >6 v damaged handle. Replace rear housing, replace handle, replace main pcba board. Lvp now has 18v. Only 2 led lights on main pcba. Send ivenix tech support an email for further assistance. Led toward the top of the pump main pcba not lit - tech support states that it could indicate som issue. Vendor suggested to swap out som but we cannot swap or replace soms. Waiting for vendor for reply. Vendor suggest replacing som board to verify if som board was the issue. Replaced som - confirmed 3 led lights (old som had only 2) - this verifies that the issue is the som. Email ivenix tech support again because mayo has been unsuccessful in reprogramming/assigning ip address. No patient incident. A preliminary review identified the following issue: processor hardware failure (linux core) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.